Event description:
Clinical rationale: an impella cp device was inserted into the femoral artery in a patient presenting in cardiomyopathy. While the patient was in the intensive care unit (ICU), limb ischemia was noted. It is unknown how the limb ischemia was treated. The post-procedure outcome is unknown. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added explant date.

Manufacturer narrative:
B2 (date of death) has been added. D3 (manufacturer fax) has been added. G1 (manufacturer contact fax number) has been added. Ppae (ischemia): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: b2-selected death. B5 clinical narrative updated. D1 brand name updated. H1 changed to death. H6 impact code added f02.

Event description:
Updated clinical narrative: impella cp was inserted via femoral artery in a male patient presenting with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage c supported with ECMO. A 16f medikit sheath, not an approved sheath for cp implant, was used to assist cpsa on a patient with myocarditis, but it was reported that the patient experienced lower limb ischemia. The provider commented that the patient's overall condition was extremely poor, which probably prevented blood flow to the periphery. Additional information (march 2, 2026) clinical-rep met with the dr.and received the following comments. ·ECMO and impella were introduced to a dialysis patient suffering from shock due to myocarditis. ·lower limb angiography revealed narrow lower limb vessels, but the above-mentioned mcs was introduced to prioritize lifesaving. An antegrade sheath was not used. ·the patient's already poor general condition did not improve, and lower limb ischemia occurred, but the patient died and the sheath was removed before treatment could be administered. -the cause of death was the failure to improve the severe heart failure at the time of transport.